Event description:
As reported: "subject (B)(6) shout - tornier shoulder outcomes study. Recently underwent revision reverse with an allograft prosthesis and subsequently had a dislocation. On (B)(6) 2022 : insert, tray and glenosphere were replaced during revision surgery due to instability- dislocation. Insert: 39 dia retentive +9mm/7.5c. Tray: centered +0mm. Glenosphere: 39mm lateralized (+3mm))".

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.